Manufacturer narrative:
Patient height reported (B)(6). Patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient suffered from cervical lordosis prior to implant procedure on (B)(6) 2016. Patient was implanted with depuy spine 14mm 1 level eagle plate, depuy spine 7mm 7 degree bengal cervical cage, four (4) depuy spine 14mm self drilling screws at c6-c7, as well as depuy synthes 7mm zero-p va implant and two (2) depuy synthes zero-p 3.0mm titanium cervical spine locking screws at c5-c6 during the procedure on (B)(6) 2016. There is no allegation against the depuy spine hardware. Follow up x-rays taken on unknown date for post-operative examination on (B)(6) 2016 indicates patient received anterior cervical discectomy and fusion at c5-c6 and c6-c7. Cervical lordosis is straightened. Patient also exhibits mild degenerative disc changes at additional levels of the spine, most evident at c3-c4 and c7-t1. No acute fracture or subluxation is depicted. Patient pain is reported to be improving. Second follow up examination on (B)(6) 2016 indicates patient pain is now well controlled and incision is healing as expected. Patient reports return of left shoulder/scapular pain. X-rays taken on unknown date revealed all hardware remains in proper positioning. Surgeon indicates pain is most likely part of the normal progression of healing, patient shows no neurological deficits.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Please note that the complained event reportedly was due to user error and there was no report of product malfunction. The incorrect product was implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery on (B)(6) 2016 was performed to replace two zero-p screws with two zero-p variable angle (va) screws. The patient initially underwent an anterior cervical interbody fusion (acif) at c5-c6 on (B)(6) 2016. The surgeon requested the zero-p variable angle (va) set for this procedure. The facility was not in possession of this type set, so use of the zero-p va set was requested of another nearby facility. The set was pulled from stock by the nearby facility and placed for pickup by the synthes sales consultant. The set was retrieved and transported to this facility for use in the procedure. The patient underwent the acif and was implanted with the zero-p va implant on (B)(6) 2016. While inserting the two (2) screws, surgeon commented that the screws appeared to have a cortical screw thread. The surgeon was asked if he felt there was proper bone purchase and he stated he felt it was fine and that the screws just felt different. The surgeon also stated he assumed the different feeling was because he had not used the set for some time. The procedure was completed with no further issues and no harm to patient. It was not noticed until (B)(6) 2016 that the screws used for this procedure were zero-p screws and not zero-p va screws. It was reported the holding case for the implants was the zero-p va implant case, but the holding case for the screws was the zero-p screw case, not the zero-p va screw case. The surgeon was informed of this error on (B)(6) 2016. The patient was returned to the operating room (o.r.) On (B)(6) 2016 where surgeon removed the two (2) zero-p screws and replaced them with two (2) zero-p va screws. One of the zero-p va screws was 14mm length; the other is 16 mm length. Initial zero-p va implant remained intact and was not explanted. The procedure was completed successfully with no delay and no harm to patient. This report is 1 of 2 for (B)(4).